Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
Review of device programming history identified that low impedance was first observed for this patient's vns system on (B)(6) 2011. No known surgical interventions have occurred to date. No additional relevant information has been received to date.

Event description:
The patient was seen again on (B)(6) 2016, and the physician indicated that the system is working fine. No additional relevant information has been obtained to date.

Event description:
Additional information was received that low impedance has reportedly always shown on this patient's device. The physician is aware of this but is not planning any interventions as the patient has been doing well with respect to seizure control. No additional relevant information has been obtained to date.